Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - was there any adverse consequence associated with the patient? None reporting - when was the needles are popping off of the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During surgery the following information was requested, but unavailable: - please provide the lot number: not provided, event related to mw # 2210968-2023-07679, mw # 2210968-2023-07680, mw # 2210968-2023-07681, mw # 2210968-2023-07682, mw # 2210968-2023-07683, mw # 2210968-2023-07684, mw # 2210968-2023-07687 this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needles are popping off of the sutures. No adverse patient consequences were reported. Additional information was requested.